Manufacturer narrative:
The suture failure experienced in the case with dr. Was reproduced in the axya lab. Based upon the lab results and analysis of the returned suture, as well as a conversation with the axya representative at the case, the failure can be attributed to surgeon training with the axya 3 mm anchor delivery system. Specifically, it is very likely that the anchor hole was not tapped deep enough resulting in the anchor becoming disengaged from the driver tip during deployment. Given the torque required to thread the anchor to the proper, indicated, depth within a shallow hole will, at the moment of disengagement, damage and/or cut the suture material. (Reference attached images). Anchor/driver disengagement in a shallow hole occurs as follows. When using the axyaloop 3 mm titanium anchor system (cat 1226) and the drill guide (cat 1422), it is important to use the tap and all specified laser markings. The 3 mm ti anchor is not a self-threading screw. The tap (cat 1428) must be threaded so that the 2nd laser marking aligns with the laser line on the drill guide. If the drill guide is not used, then insertion must be to the 1st laser line on the tap. Failure to do so, will present an opportunity for anchor/driver disengagement in all cases. The tap has a tip feature that produces a counter bore, or cavity, in which the driver tip fits into when the anchor is inserted below the bone surface. If this counter bore is not present, the driver tip will stop at the bone surface. At this point, the diver, if rotation continues, will thread the anchor, via partial engagement, until the two parts separate. The anchor head will be at, or just above, the bone surface. When the two parts separate, coupled with the applied torque by the doctor, damage to the suture and/or suture fracture will occur as it did in the lab. If simple suture damage is present and the anchor head is considered, by the doctor, to be in a satisfactory position, the damaged area of the suture material should be positioned well outside the weld area. The directions for use (dfu, p/n 101401 rev c) are very specific about tapping depths and the use of the laser marks. The dual laser marking system is common with anchors that can be inserted with as well as without a drill guide.

Event description:
In 2004, the hospital system called to file a complaint about the insertion of axya's 3 mm titanium anchor cat #1226, lot #202307 by dr. During surgery. After installing the anchor, while removing the anchor insertion tool (anchor/driver) the suture broke from the anchor. Dr. Removed the anchor without incident or any damage to the pt. The reporter, informed axya's customer service manager he was going to file a FDA form 3500 with the FDA about this complaint.